Manufacturer narrative:
Aso has evaluated retained samples of the same lot number. The results are acceptable with no defects found during testing. In addition, aso has reviewed records of biocompatibility tests and latex screening on adhesives. While every attempt is made to develop a product that meets all users' needs, there is always a possibility that some consumers may be sensitive to certain adhesives, materials, foods and medicines that can potentially cause irritation to the skin.

Event description:
The consumer called with an inquiry about how to remove the bandage. The consumer used the product on his daughter and the bandage caused irritation and tore her skin.